Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (additional device information - added manufacturing date). H6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2:11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 25 - cause traced to manufacturing. Upon evaluation of the returned sample, it was confirmed that the debris found was a piece of the defoamer that is located within the vr drainage cage. A representative retention sample was reviewed and found to have no debris within the reservoir. The most likely root cause of this event is that when the vr drainage cage was being assembled to the reservoir lid, appropriate care was not taken to ensure that damage to the defoamer did not occur when sliding over the vr tubes. A general training has been conducted with production personnel to raise awareness to this issue and remind associates of the care necessary for this process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 20, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: d4: (additional device information - updated lot number); d10 (device availability - added date returned to manufacturer); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information); h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a small piece of debris floating was noticed in the reservoir. No patient involvement. Product was changed out. Procedure was completed successfully.